Manufacturer narrative:
(B)(4). Lockout. The analysis results found that device (a) was received with the jaws in the closed position and without any clip inside the jaws. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The analysis results of the device (b) found that it was difficult to cycle. The trigger was manipulated and the device when fired, released one malformed clip; it could not further feed clips upon cycling of the trigger. The device was disassembled and six clips were found adhered to the clips track due to excessive dried body fluids. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # g9kh11 mfg date: 7/7/2010; exp date 6/7/2015.

Event description:
It was reported that during an unknown procedure, the details of the event are unknown. No patient consequences were reported.